Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported "leaking" against device. The device was not implanted.

Event description:
Healthcare provider reported.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat. Microscopic analysis was performed which identified: puncture opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: punctured assessed as surgical damage like.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Later healthcare provider reported "saline implant not staying filled and leaking during time of implant and it could not be used".